Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after completing the reset, the customer was able to successfully start their sensor session without further issues.